Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated into 2 segments. The proximal shaft and the distal portion were returned. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in 1 place. The total proximal shaft length that was returned was 159.5cm. The length of the distal portion returned was 25.5cm which equals 185cm. The sensor port was clear. Functional testing of the device could not be completed due to the separation of the shaft. Microcracks were observed in the slots 1st and 2nd rows adjacent to the distal and proximal fracture ends. The beam fracture surfaces for both the distal and proximal ends show fatigue striations toward the center of the fracture. Some of the surfaces also show ductile surface at the fracture center suggesting the possibility of reverse bending fatigue with ductile overload. The fracture occurred approximately 25cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID (B)(4) / tw (B)(4).

Event description:
It was reported that tip separation occurred. It was reported that vascular access was obtained via the right radial artery. A 5fr angiographic catheter and a comet pressure wire were advanced to the left anterior descending artery (lad); however, the blood vessel around the right shoulder of the patient was severely torturous so the device had difficulty pasting through. The ¿non transparent¿ portion of the device finally came out from the tip of the catheter, but the distal pressure (pd) reading ¿no longer came out¿ on the console. When the device was checked, it was confirmed that the pressure wire detached inside the catheter. The detached portion was retrieved using a microsnare. It was noted there were no visual issues prior to use, the tip did not get trapped at any point during the procedure, and no resistance was felt during or leading up to the separation. The guide catheter did not appear to be kinked. The patient was in good condition following the procedure, which was not completed due to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip separation occurred. It was reported that vascular access was obtained via the right radial artery. A 5fr angiographic catheter and a comet pressure wire were advanced to the left anterior descending artery (lad); however, the blood vessel around the right shoulder of the patient was severely torturous so the device had difficulty pasting through. The ¿non transparent¿ portion of the device finally came out from the tip of the catheter, but the distal pressure (pd) reading ¿no longer came out¿ on the console. When the device was checked, it was confirmed that the pressure wire detached inside the catheter. The detached portion was retrieved using a microsnare. It was noted there were no visual issues prior to use, the tip did not get trapped at any point during the procedure, and no resistance was felt during or leading up to the separation. The guide catheter did not appear to be kinked. The patient was in good condition following the procedure, which was not completed due to this event.